Event description:
It was reported by the rep that the (1) tlc55 was used during an unknown procedure. It was reported that the stapler would not function (fire) properly. The case was completed with another device and there was no pt consequence.